Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a loss of prime issue with the cartridge. There was no allegation of an adverse event. This complaint is being reported as the issue may result in the long term cessation of insulin delivery if the user is unable to resolve the alarm.